Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to flexion contracture (could not straighten knee). A size 6 ps femoral component and 6x11 ps insert were revised to a size 6 ts femoral component with 15x150 stem, two 5mm augments, and a 6x13 ts insert.